Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak in an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in a procedure performed on (B)(6) 2023. It was reported that when the catheter was inserted and the balloon inflated, the balloon started to leak and deflate during the first minute. The procedure was completed with another cre pulmonary dilatation balloon. No patient complications have been reported as a result of the event. No further information has been obtained despite good faith efforts.